Event description:
This is being submitted to report the detachment of the actuator knob and inner component of the clip delivery system (cds) that required the use of forceps to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was positioned on the leaflets without issue. After the actuator knob was turned 8 times in the counter-clockwise position, it was observed that the clip did not release. An additional 5-6 turns were performed and the actuator knob and inner component came out of the cds. Forceps were then used to continue to turn the pin and deploy the clip. The mr was reduced to 2 with implantation of this one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report filed, additional information received: rotation of the actuator knob felt tighter than normal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned consistent with the reported information. The actuator assembly was returned attached with the device; however, it was noted that the inner assembly (release crimper and crimping cam) were loose from the mandrel. Based on the analysis findings of a loose release crimper, it is likely that the reported resistance felt while rotating the actuator knob was due to the untightening of the release crimper from the crimping cam. Therefore, the reported physical resistance appears to be related to procedural conditions. Potential causes for detachment of a device component can include, but are not limited to, user technique/procedural conditions (excessive tension on the device during the procedure or excessive force used during device manipulations) or manufacturing anomalies. While procedural conditions and/or user technique may influence detachment of a device component, the more likely cause in this case is the observed loose release crimper. A loose release crimper/crimping cam assembly can potentially result in detachment of the release crimper. Based on the evaluation of the returned device, the loose release crimper appears to be the cause of the reported detachment of device component. The investigation attributed the loose release crimper to normal process variability and not a product deficiency. There is no evidence of a manufacturing issue or quality deficiency associated with the cds. A review of the lot history record revealed no manufacturing non-conformities associated with the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.